Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the anatomy was not staying stationary when navigating in trajectory 1 and 2 views. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. The logs were reviewed but provided no additional insight regarding the cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient's gender provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that a manufacturer representative troubleshooted by adjusting the settings, but nothing fixed the image movement. The procedure was completed with navigation and the moving images.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Coding has been updated to reflect system checkout. If information is provided in the future, a supplemental report will be issued.